Event description:
It was reported that the right cylinder of the inflatable penile prosthesis (ipp) ruptured. All components were removed and replaced. No patent complications were reported in relation to this event.